Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that patient with a bioprosthetic aortic valve, implanted for five (5) years and 11 months, underwent a valve-in-valve procedure due to aortic stenosis and with frozen leaflets. A tavr was performed with an edwards transcatheter valve. The procedure went extremely well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards learned that a patient with a bioprosthetic aortic valve, implanted for five (5) years and 11 months, underwent a valve-in-valve procedure due to aortic stenosis and with frozen leaflets. The patient had a gradient of 50 and a mean of 27. A tavr was performed with an edwards transcatheter valve. The case went extremely well. The patient was discharged on pod #1.